Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, the balloon ruptured before the pressure was increased to nominal pressure. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole at the distal markerband with scratches on the balloon surface. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, the balloon ruptured before the pressure was increased to nominal pressure. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.